Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: the battery compartment was cracked from the threads to the case seal left of the grip pad. The battery cap top slot was worn and had damaged threads. The cap was difficult to remove from the test pump. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked, and the battery cap was worn. This report is made based on results of investigation completed on (B)(6) 2017.